Event description:
It was reported that (eri) elective replacement indicator (4 months) occurred. Prophylactic removal to avoid in-vivo battery depletion was done. It was also reported that there was no patient injury and patient recovered without sequela. The drug being used in the pump was lioresal.

Manufacturer narrative:
Product ID: 8709, lot# j0039981r, implanted: (B)(6) 2001, product type: catheter. Product ID: 8575, lot# n0053407, implanted: (B)(6) 2006, explanted: (B)(6) 2012, product type: accessory. (B)(4). Analysis of the pump found motor gear train anomaly and corrosion. Analysis of the catheter found no significant anomaly. There was acceptable testing. The catheter was incomplete and returned in segments.

Manufacturer narrative:
(B)(4).